Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc could not reviewed the manufacture history (DHR) of the subject device because the lot number of the subject device was unknown. The exact cause of the reported event could not be conclusively determined, however omsc considered that the reported phenomenon was attributed to the wrong reprocessing method. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the user sterilized the subject device with assembled condition. The correct and appropriate reprocessing (cleaning and sterilization) of the subject device should be performed with disassembled condition. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.